Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead will be revised. Attempts to obtain additional pertinent information were unsuccessful. Up to date, this rv lead still remains in service. No adverse patient effects were reported.